Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported they had experienced a loss or change of therapy. The patient thought their symptoms had returned sometime after their car accident on (B)(6)2016. The patient stated they had whip lash and neck pain. They were meeting with the doctor for some medication until their new programmer was shipped. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.